Event description:
The site reported that the patient's cannula was no longer at the felt area and appeared reddened. Cultures were sent from the site with a "preliminary report" that appears to be pseudomonus in nature. The patient also had bleeding at the percutaneous site and was re-explored surgically by the surgeon to assess the cause of the bleeding (percutaneous site exploration). The surgeon found a small arterial bleed that he repaired. The plan was to impregnate the velour on the cannula, cannula was impregnated and a wound vac was placed on the percutaneous surgical site. They will continue to document the site status daily. Final cultures showed no growth, therefore no major infection is present bleeding was resolved with the surgical intervention described above on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Patient was implanted on (B)(6) 2013. Patient was transplanted on (B)(6) 2014. (B)(4).